Manufacturer narrative:
(B)(4). Date sent: 08/05/2025. B3: unknown. D4: batch # 264d92. Additional information was requested, and the following was obtained: - did the device lock-out (no staples deployed and no cut line started)? => yes, it did. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? => unk. Or, did the device fully fire and stop during the automatic knife return? => unk. - was there any difficulty opening the device? => unk. If yes, how was the device removed from the patient? => unk. If yes, did the jaws eventually open?=> unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review ==> a manufacturing record evaluation was performed for the finished device batch number 264d92, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device repeated to move forward slightly and stopped like a pulse firing even though they kept pressing the firing knob. The device was locked out. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.